Manufacturer narrative:
Sc-2218-50 sn: (B)(4). Device evaluation indicated that the complaint was not verified. Visual and x-ray inspections confirmed the lead was cut cleanly and all the cables were intact. The damage was similar to the typical explant damage and was not considered a failure. Sc-2218-50 sn: (B)(4). Device evaluation indicated that the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink where the lead appears to have been anchored. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the reported high impedances. Additionally, the lead was cut cleanly. The cut damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patients leads was suspected of fracture, high impedances was noted. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16114350, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads was suspected of fracture, high impedances was noted. The patient underwent a lead replacement procedure and was doing well postoperatively.